Manufacturer narrative:
The returned device was evaluated and met ameda's specifications for suction. No further evaluation was performed on the returned device. Additional testing of controlled samples confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed. The customer's description of the event matched such an event as was documented in additional testing.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the batteries leaked dark grey fluid inside the battery compartment while pumping with the purely yours breast pump. Customer did not come in contact with this fluid. She denies burn or injury when this event occurred.